Event description:
It was reported that the "catheter refluxed through the insertion point, when it was withdrawn, it was completely biased to one centimeter from the proximal part. The rest of the catheter (approximately 8/9 cms) kept inserted and needed to be removed by the vascular surgeon."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 10cm powerglide midline catheter. Usage residues were observed throughout the sample. The catheter terminated approximately 1cm from the molded joint. The distal catheter segment was not returned for evaluation. Adhesive residue was observed leading into the break site. Microscopic inspection of the break revealed a granular fracture surface. Beach marks were observed in the fracture surface. Material buckling was observed in the vicinity of the break and the catheter exhibited an elliptical cross-section at the break site. The break characteristics, material buckling and elliptical cross-section were consistent with damage accumulated through flexural fatigue. It appeared that material fatigue occurred due to repetitive kinking of the catheter. The location of the break and accompanying adhesive residue suggested that catheter securement, access and maintenance techniques may have contributed to the damage.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of redn2118 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the "catheter refluxed through the insertion point, when it was withdrawn, it was completely biased to one centimeter from the proximal part. The rest of the catheter (approximately 8/9 cms) kept inserted and needed to be removed by the vascular surgeon."